Event description:
It was reported that a remote transmission revealed a sudden, significant increase in high voltage (hv) lead impedance. The sharp jump suggests a probable electrical issue or lead fracture. A subsequent transmission showed that the impedance had returned to baseline, suggesting possible manual manipulation during the higher readings. No intervention was made at this time, and no patient condition was reported.